Event description:
During a gastrostomy, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported that the physician advanced the needle into the patient and took out the stylet, then advanced the wire guide through the catheter and pulled out the white outer sheath and found out that the tip of the sheath detached. The tip was pulled out and then the physician changed to another of the same device set to complete the procedure. A section of the device did not remain inside the patient¿s body. The detached portion was retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The customer photos show the device label matching the lot number provided in the report and the damage to the trocar needle sheath. Our laboratory evaluation of the product said to be involved confirmed the report. The trocar needle was returned damaged with a portion of the protective sheath detached at the proximal end. The detached section was not returned but was reported to have been removed from the patient. Per specification, a length of 1/10" - 6/10" is missing. The end of the white plastic catheter is damaged at an angle, similar to a bevel shape. It is possible the needle portion passed through the side wall of the white catheter and broke the white portion during use. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed a portion of the white catheter has broken and detached. The cause of the break could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.